Event description:
The catheter was used during a surgical operation and was indwelling for approximately 2 hours. After the operation, the catheter was removed, however, half of the catheter tubing was missing. An ultrasonic examination was performed and the remaining portion of the catheter tubing was found in the vein of the palm near the thumb. The doctor performed an excision operation and took the remaining portion of the catheter out of the vein. The patient has no emotional response and is still in the hospital.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted, (B)(4).